Event description:
The meter was reading inaccurately high. The pt obtained a blood glucose result of 284 mg/dl on their meter. A lab test was performed less than 10 minutes later and the result was 175 mg/dl. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, the codes matched, and the technique for applying the blood to the test strips was correct. The meter was cleaned correctly. The pt performed a control solution tests, which failed. No injury or harm was alleged. A replacement meter is being sent.